Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was interrogated and revealed a loss of capture due to high capture threshold on the right atrial (ra) lead. The device was reprogrammed to deactivate the ra lead and the patient was stable with no adverse consequences reported.